Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was completed on the programmer and was unable to confirm the customer complaint regarding the printer. Analysis did find that programmer failed common mode/wrist electrode functional tests because the electrocardiogram (ECG) connector was loose on the link electronic module (lem). (B)(4).

Event description:
It was reported the printer keeps locking up; will not print full interrogation. The programmer was returned for repair, analyzed, and tested out of specification. There was no patient involvement.